Manufacturer narrative:
Additional information: event. An event regarding disassociation involving an metal head was reported. The event was confirmed. Method & results: -device evaluation and results: a material analysis was performed and concluded that "the wear observed on the hip stem trunnion, femoral head and acetabular insert was consistent with a loss of taper lock between the femoral head and the hip stem trunnion. Scratches, burnishing, third-body indentations and explantation damage were observed on the insert. No material defects were observed on the surfaces examined." -medical records received and evaluation: no medical records or x-rays were made available for evaluation. -device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies -complaint history review: there has been no other event for the lot referenced. Conclusions: the event was reported for the trunnion wear and head disassociation. The event was confimed on the basis of provided mar and images. A material analysis was performed and concluded that the wear observed on the hip stem trunnion, femoral head and acetabular insert was consistent with a loss of taper lock between the femoral head and the hip stem trunnion. Scratches, burnishing, third-body indentations and explantation damage were observed on the insert. No material defects were observed on the surfaces examined. Further information such as pre- and post-op xrays, patient history, histopathology report & follow-up notes are needed to investigate this event further. If additional information becomes available, this investigation will be reopened. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before (B)(6)2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.

Event description:
Right hip revision surgery. Trunnion wear and head disassociation resulting in hip revision surgery. Updated as per mar: scratching burnishing, and third-body indentations were observed on the surfaces of the acetabular insert. These are common damage modes of uhmwpe (reference 1). Explantation damage and material loss was also observed on the insert. The damage observed on the acetabular insert was consistent with the loss of taper lock between the stem and head. The yellow discoloration observed on the acetabular insert is consistent with the absorption of synovial fluid by the device.

Manufacturer narrative:
An event regarding disassociation involving an metal head was reported. The event was confirmed. Device evaluation and results: a material analysis was performed and concluded that "the wear observed on the hip stem trunnion, femoral head and acetabular insert was consistent with a loss of taper lock between the femoral head and the hip stem trunnion. Scratches, burnishing, third-body indentations and explantation damage were observed on the insert. No material defects were observed on the surfaces examined." Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies complaint history review: there has been no other event for the lot referenced. Conclusions: the event was reported for the trunnion wear and head disassociation. The event was confirmed on the basis of provided mar and images. A material analysis was performed and concluded that the wear observed on the hip stem trunnion, femoral head and acetabular insert was consistent with a loss of taper lock between the femoral head and the hip stem trunnion. Scratches, burnishing, third-body indentations and explantation damage were observed on the insert. No material defects were observed on the surfaces examined. Further information such as pre- and post-op xrays, patient history, histopathology report & follow-up notes are needed to investigate this event further. If additional information becomes available, this investigation will be reopened.

Event description:
Right hip revision surgery. Trunnion wear and head disassociation resulting in hip revision surgery.

Manufacturer narrative:
Review of the product history records indicates the products were manufactured and accepted into final stock with no reported discrepancies. There have been no other similar events for the lot referenced. A supplemental report will be submitted upon completion of the investigation.

Event description:
Right hip revision surgery. Trunnion wear and head disassociation resulting in hip revision surgery.